Manufacturer narrative:
The suction irrigator has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have a broken distal tip. No missing material was observed as the broken piece of the distal tip was observed to be attached to the end cap of the snake wrist. As a result, the inner lumen was damaged and dislodged, but was still attached to the distal tip. The broken distal tip was returned with the instrument. A review of the log does not show any failures. The root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the suction irrigator (480299-06/k102107130373) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the tip of the suction irrigator fell inside the patient during a da vinci assisted procedure while the suction irrigator was being removed. The tip was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator tip fell off and fell inside the patient during removal. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was retrieved by a laparoscopic instrument. All fragments were retrieved and confirmed though instrument inspection and visual examination of the patient's quadrant with the scope. No additional medical intervention nor tests were required. The suction irrigator had been in use successfully for about two hours prior to the issue and it was inspected prior to use. The tip fell off during removal. There was no collision during the procedure. During removal, the customer felt minimal restraint through the cannula. The cannula was found to be damaged after the event occurred, but no details were provided. There was no report of post-operative complications.